Event description:
It was reported that the wake button was unresponsive. There was no reported impact to customer's blood glucose. No additional information was received regarding the outcome of this event.